Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported via phone call that they received a motor error alarm. The blood glucose reading is 6.8 mmol/l. The insulin pump will be replaced.

Manufacturer narrative:
The insulin pump alarmed motor error during rewind due to motor encoder signal out of phase. Unable to verify e70 alarm in the alarm history or perform all functional testing due to motor error alarm during rewind. The insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked end cap. The insulin pump was returned without the original belt clip.